Event description:
It was reported that the ilet pump screen displayed a light crack, the display illuminated, and the sleep/wake button functioned, but the touchscreen did not accept input, which prevented cartridge replacement and insulin delivery; the user had not yet reverted to backup therapy at the time of contact and was counseled on backup subcutaneous insulin and dosing intervals to avoid insulin stacking. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery with elevated glucose attributed to the device being out of insulin and the inability to change the cartridge. Investigation included user interview, review of provided photographs, and troubleshooting and education. Investigation of this case revealed physical damage to the touchscreen consistent with cracked glass leading to loss of touch functionality, with the device otherwise powering on; the event is consistent with use of the device in a damaged condition and user delay in initiating alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to operation of a physically damaged device and failure to promptly transition to backup therapy when the device stopped working.